Manufacturer narrative:
E4: initial reporter facility name: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a bag that contained the device was observed which suggests a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the connector. The blue wing cap was not attached to the device. This was observed prior to patient use. There was no patient involvement. No additional information is available.